Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) , the reporter contacted animas, alleging the pump dispensed insulin during the load step on two separate occasions. It was reported the pump warned that no cartridge was detected after the cartridge was installed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a review of the pump¿s black box data revealed a history of a load step malfunction. A related alarm was received during investigation. The force sensor was found to be calibrated within specification. Inspection of the pump¿s internal components revealed a crack on the force sensor flex pin solder. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.